Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer had not opened. A technical support specialist (tss) had restarted the cubex application, which resolved the issue. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower the drawer did not open. The customer stated that malfunction happened when they trying to issue medication. There were no adverse events or injuries reported based on this incident.